Manufacturer narrative:
Pt: 18 years or older. A visual and microscopic examination identified distal stent damage and shaft kinks. The stent struts on row 1 were misaligned. Hypotube kinks were present along the entire length of the catheter shaft. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 12/15/2009. Same case as: 2134265-2009-05636. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulty occurred. The 75% stenosed target lesion was located in the moderately tortuous left circumflex artery. This 2.5x16mm taxus liberte stent delivery system was advanced, but it was unable to cross the lesion. During the same procedure, a 75% stenosed lesion located in the moderately tortuous left main trunk and mid left anterior descending artery was predilated with a non-bsc balloon, and an attempt was made to cross the lesion with a non-bsc stent delivery system, but crossing difficulty occurred. A taxus liberte 2.5x24mm stent was able to be successfully deployed in the lesion. An attempt was made to place a taxus 2.5x28mm taxus liberte stent just distal to that lesion, but it was unable to cross, and stent damage occurred. The procedure was able to be completed with a non-bsc stent with no pt complications. The pt condition post procedure was reported to be "good". However, product analysis revealed stent damage.